Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes revealed hair and debris (ECG monitoring electrode stuck on) and creases observed that would have caused poor adhesion of the electrode pads to the patient's skin. The creases observed are typically an indication that the electrode pads have been removed and reapplied to the skin. The instructions for use instructs users to treat the patient's skin by clipping any excessive body hair that may compromise skin coupling. Retained samples were pulled and no discrepancies were noted that would contribute to the customer's report. This claim has been closed as poor patient preparation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin while compressions were being performed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.